Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a smartsite breaking off the set was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11426965 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp ckv 5ss dehp free experienced component separation, and was deformed/damaged/cracked. The following information was provided by the initial reporter: material #: 11426965. Batch/lot #: unknown. Writer was disconnecting equashield medical transfer set to connect next chemotherapy and the connector ( of the alaris pump module smartsite infusion set) broke off on alaris tubing side, not on the equashield side. The alaris tubing was immediately clamped and disconnected from the patient.